Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The reported event dilator detachment was confirmed. The hub of the dilator was detached from the dilator tubing. Visual inspection of the joint could not determine a root cause and as the dilator was returned broken, tensile testing could not be performed. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During an atrial fibrillation procedure, the insertion aid of the dilator broke off while the sheath was in the patient. All components of the sheath were able to be withdrawn from the patient. The sheath was exchanged and the procedure was completed with no adverse patient consequences.